Event description:
This lead was an attempted implant on (B)(6) 2011. The patient had diaphramatic stimulation form the l v tip - poor anatomy. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).